Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had a keypad anomaly and the button was hard to press and had a delayed response. Customer¿s blood glucose was 142 mg/dl at the time of incident. No troubleshooting was performed. Customer also reported sensor issue and troubleshooting was completed. Insulin pump is not expected to return for analysis.